Event description:
It was reported that the patient presented in the hospital after receiving inappropriate antitachycardia pacing and high voltage shock therapy. The patient was administered with amiodarone and will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.